Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately twelve years and five months later, computed tomography scan of abdomen and pelvis without contrast was performed, and result showed that the superior extent of the filter was at disc space and the inferior extent was at vertebral body. At least four prongs extended outside the contour of the inferior vena cava wall with one prong extended posterior to the aorta and another prong extended into the anterior wall of the aorta. Coronal images showed 14.66-degrees tilt of filter superior/right to inferior/left. Sagittal images showed 5.09-degrees tilt superior/anterior to inferior/posterior. Diameter of inferior vena cava directly above the filter measured about 21.00 mm × 22.14 mm. After one month, addendum reported that the maximum perforation was 17.80 mm. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with morbid obesity. Approximately twelve years and five months post filter deployment, a computed tomography (CT) revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.